Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified. Section a: although requested, patient demographics not provided.

Event description:
The customer reported a general complaint of separation of the infusion sets at different places with no specific dates or event details. Although requested, there was no further information received.